Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was capped since (B)(6) 2011 as the patient had new hardware on the right with competitor's device and leads. The physician planned a complete removal so that the patient can have a new system. This ra lead was explanted. No additional adverse patient effects were reported.